Event description:
It was reported that the battery was removed due to a ¿potential¿ infection. It was noted that the lead was still in place and the implantable neurostimulator (ins) would be replaced at a later date. The patient reportedly was having pain at the battery site. Additional information was requested but not yet received at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).